Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 01:00am, the patient experienced vomiting, nausea, and frequent urination. At 10:00am the patient asked the neighbor to bring them to the hospital, but the neighbor called an ambulance instead. When a fingerstick was taken by the paramedics the cgm was reading over 200 mg/dl and the blood glucose reading was over 600 mg/dl. The patient was taken to the hospital and was treated with intravenous fluids and zofran. At the hospital the patient received phenergan, unspecified blood pressure medication and was treated with further intravenous fluids. The patient recovered after treatment and was discharged the day after the event. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.